Event description:
The surgeon placed the awl at a bad angle into guide and while pushing the hole into the spine, the bit snapped in half. The awl was placed into the right most hole of the flush plate when the bit snapped. The broken tip got stuck into the bone and then it was removed. Please refer MFR report # 3005180920-2014-00018.